Event description:
Boston scientific crm received information that an unspecified malfunction of this pacemaker was suspected. The physician was requesting an onsite visit for device evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional event details were unsuccessful and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.